Event description:
Facility alleged that there was a blood leak comming from the dialyzer. Blood leaked into dialysate. Leak detected with burn stick. Ebl 230cca. Reuse #59. There was no pt injury and no medical intervention.